Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was cracked. The problem was noticed post-procedure. The patient was involved with no injury. The patient is in good condition. The catheter was originally implanted on (B)(6). The catheter was pulled and replaced on (B)(6).

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The DHR (device history record) review indicated that there were no quality issues associated with this reported condition. All DHR are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event; however, a possible root cause may be due to machine malfunction, misuse, inspection in process failure, improper materials selected, or a sharp object came in contact with the catheter. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.